Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor was not returned to dexcom. The receiver (part number stk-kd-pnk/serial number (B)(4)/lot number 5194335), being used with the complaint sensor, was returned on (B)(6) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. The complaint device was not returned for evaluation. However, the receiver (stk-kd-pnk / (B)(4)) that was used with the complaint device was provided for investigation on 10/21/2015. A follow-up report will be submitted upon completion of device evaluation. Additionally, it was reported that the patient did not calibrate after experiencing inaccuracy. The dexcom g4 platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes. At the time of contact, no injury or medical intervention was reported.